Event description:
A healthcare professional reported that a patient experienced a posterior capsular tear during a laser assisted cataract extraction. A questionnaire was received stating a portion of the capsule was sucked into the phacoemulsification tip when the doctor was removing a piece of the lens. The surgery was completed after the patient underwent a vitrectomy procedure and an anterior chamber lens was inserted. The questionnaire stated the patients symptoms have resolved. Additional information has been requested but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information provided: the clinical analyst reviewed the file and stated the following: ¿the surgeon reported that a patient experienced a posterior capsular (pc) tear. A portion of the capsule was sucked into the phaco tip when the surgeon was removing a piece of the cataract lens. The patient had to have a vitrectomy and an anterior chamber (ac) lens was implanted. A completed questionnaire was received and reviewed. Product evaluation no further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).